Manufacturer narrative:
The root cause of the reported event is an untightened screw within the elevator mechanism. The field engineer replaced the motor-reducer/brake assembly and broken switches. The system was tested and placed back into service. A corrective action is to be deployed to fix the potentially affected sites.

Event description:
Customer reported that while initiating a pacemaker exchange, the table lift coupling between the motor shaft and the brake reportedly became loose, resulting in the table falling. There was no reported patient injury.